Event description:
The customer reported that the insulin pump alarmed and it did not shut off. As the call progressed, the customer showed signs of slurring speech and inability to follow simple directions. Paramedics were called. The customer stated that when paramedics arrived, her blood glucose was 34 mg/dl, and it was treated with jello and cheese sandwich. The customer mentioned that her blood glucose was 134 mg/dl when paramedics left. Advised customer to take fingerstick after taking an apple juice. The blood glucose reading at the time fo the call was 101 mg/dl. The customer indicated that she is working with her doctor on a weekly basis to tighten her settings. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.